Event description:
It was reported that the user¿s cgm sensor failed to connect to two devices and pairing could not be established, and the user was directed to the cgm manufacturer¿s support for replacement of the cgm as a new sensor was required. Symptoms included no reported adverse clinical effects. Outcomes included interruption of automated insulin dosing pending cgm function. Investigation included complaint record review and user troubleshooting support. Investigation of this case revealed a cgm connectivity failure consistent with a sensor pairing issue. It was concluded that the event was attributable to the external cgm system and not the ilet bionic pancreas. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.